Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the lead was inadvertently placed in the subclavian artery and the lead was suspected to have advanced to the left ventricle. An arterial puncture occurred. Both the introducer and the attempted lead were left in the subclavian artery and the patient was transferred to an alternative facility for repair by a vascular surgeon. The next day, the introducer and lead were removed, the vessel was repaired and a dual chamber pacing system was implanted. The patient was reported to be doing well at the post-operative device check. No further patient complications have been reported as a result of this event.